Event description:
Upon squeezing hotpack to activate the heat source, the product ruptured and sprayed contents on the pt's right arm which did not result in injury. Diagnosis or reason for use: shoulder pain.